Manufacturer narrative:
The ge field engineer adjusted the table locks and verified the locks functionality. The product was returned to service. Periodic preventative maintenance is currently in place per the system's planned maintenance procedure that includes instructions to inspect and perform functionality check on table locks.

Event description:
It was reported that the revolution xr/d table locks were slipping. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of the slipping table locks.